Event description:
Mother advises pump is under delivering insulin as her son's blood glucose readings are high- 23 mmol/l to 28 mmol/l. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.